Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, adhesions, fibrotic reaction, pain and subsequent surgical intervention. The instructions-for-use (IFU) supplied with the device lists adhesions as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent a ventral hernia repair surgery and was implanted with an unspecified bard/davol marlex mesh (bard flat mesh) on (B)(6) 2006. Attorney alleges that further to implantation with the product, the patient suffered the development of bowel complications, mesh adhesions and chronic pain. It is also alleged that on (B)(6) 2014, the patient underwent a c-section that was complicated because the product caused a marked amount of fibrotic reaction and thickened like concrete. It is alleged that the patient has suffered injuries, losses, and damages resulting from numerous defects in the product that create an unreasonably high risk of injury with severe permanent adverse health consequences. Attorney alleges the patient suffered permanent injuries including scarring, disfigurement, suffering and physical disability. It is alleged that the patient continues to undergo medical care and treatment. It is also alleged that the device was defective.